Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited loss of capture. The patient claimed to be fine and did not want a lead revision. The lead remained implanted and would continue to be monitored.